Event description:
Reporter alleged melted connector pin on inform meter as well as corroded connector pins and excess cleaner residue around connector pins. Device was in use in a professional settings; no pt-related events were reported. Device return was requested; replacement product was sent.